Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 374 mg/dl while the pump cartridge showed 26 units remaining; the caregiver reported no visible infusion site issues and performed a full supply change with a rewind, after which insulin delivery resumed without signs of device malfunction. Symptoms included high blood glucose. Outcomes included no hospitalization and resolution of insulin delivery after troubleshooting and education. Investigation included user-led troubleshooting and supply replacement. Investigation of this case revealed no device alarms, no observed leakage or site irritation, and successful post-change operation, so a device malfunction was not identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.